Manufacturer narrative:
It was reported by the customer that the cot was on an incline and moved away from the emts leading to the tip. Further information regarding the alleged injury was not provided.

Event description:
It was reported that the cot tipped over and there was a patient injury.

Event description:
It was reported that the cot tipped over and there was a patient injury.